Manufacturer narrative:
The insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection.

Event description:
The customer reported via phone call that there was fluid under the lcd display. The customer¿s blood glucose level was 167 mg/dl at the time of the incident. Troubleshooting was performed. The insulin pump will be returned for analysis.